Event description:
The customer reported the system only worked in particular positions caused by a power cord malfunction. This is a reportable event.

Manufacturer narrative:
A ge rep evaluated the system and repaired the plug on the power cord. The system operates as intended.